Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that exit block was noted to have occurred. It was also reported that the low voltage lead exhibited high thresholds and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.